Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided once available.

Event description:
The customer reported a cracked adhesive at the distal end of the rubber boot, involving an olympus flex deflectable videoscope. There was no patient injury reported.